Event description:
It was reported that signal noise was present on this atrial lead, along with an increase in pacing threshold measurements. The implanted device was reprogrammed to vdd and the atrial sensitivity decreased to 1.0 mv. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).